Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Method: device history record review, medical review. Results: a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was likely to have contributed to the complaint. As reported by the facility, the root cause of the complaint is user error (loading error) which caused the injector to override the lens. Medical review - reportedly, injector overrode the single -piece collamer iol during insertion requiring intraoperative lens exchange. No report of incision enlargement or any other tissue damage. Another lens of same model was successfully implanted. According to the report, by a nurse, dated on (B)(6) 2015 the cause of the event was loading error. The same report confirmed that there was no patient injury (harm). (B)(4).

Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: work order search. Results: a lens work order search was performed and another similar complaint was found within the work order. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens, +22.5 diopter, but the lens was removed due to a loading error and the injector overrode the lens. There was no harm to the patient and another same model/diopter lens was implanted.